Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure when firing for the first time the device was not closed properly and a piece of reload broke off leaving staples protruding. The piece was retrieved, and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2022, d4: batch # 713a48. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60b device arrived with no apparent damaged and with a reload present. The reload was received with only 10 staples present and protruding, also it was not properly loaded on the device as the tracks were not properly seated on the metal housing and the pin arm was not engaged with the retaining pin, not allowing the device to function as intended. Further analysis showed the rear cap broke off marking the reload nonfunctional. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not followed the reload may become damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.